Manufacturer narrative:
A medtronic representative inspected the imaging system on-site. The nut to open the door manually was broken. Additionally, the motor might be bent; it does not open anymore - stops moving after a few centimeters. The door winch cable replacement was performed. System functions checked. No parts have been received by the manufacturer for evaluation. A full imaging system check-out was completed following part replacement and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A site representative reported that during a spinal fusion procedure, the imaging system door winch nut was found to be damaged. It was reported that the nut was broken from the user applying too much force when manually opening the door. The surgeon opted to complete the procedure without the use of the imaging system and medtronic navigation. A c-arm was used to successfully complete the procedure. There was a reported delay to the procedure of less than 1 hour due to this issue. The patient was not impacted.

Manufacturer narrative:
The winch assembly for the imaging system was returned to the manufacturer for evaluation. The winch assembly was found to have the nut and gear removed at the end of the motor shift.